Event description:
Event verbatim [preferred term] second degree burns on her back [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated that she was unsure if the thermacare lower back was also for the hip. She said the thermacare wrap was the one that looked like a belt. She said the thermacare lower back may be for the hip. She said she used the thermacare lower back on friday and she got second degree burns on her back. The patient asked what the procedure was. She stated that if she was just going to file a report and the report was going to get lost in translation then she would seek legal advice. She stated that she would find an attorney and she was better served to file a lawsuit against pfizer. She also said this seemed like this happened all the time since so pfizer was so nonchalant about this. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) search was performed: scope: date contacted: (B)(6)2015 through (B)(6)2018/manufacturing site: pfizer (site name)/complaint class: external cause investigation/complaint sub class: adverse event safety request for investigation, adverse event/serious/unknown and adverse event negligible-minor. The citi search returned a total 338 complaint for the lower back/hip (lbh) products during this time period for the class/subclass adverse event safety request for investigation, adverse event/serious/unknown and adverse event negligible-minor. The subclasses show a seasonality increase in m (B)(6)2016 through (B)(6)2017 through (B)(6)2018. The data shows an increase of complaints received in apr2016; eleven of the 15 were related to burns, redness and blisters. Eleven of the 13 complaints received in sep2016 were related to burns, blisters and wrap too hot. Twelve of the 17 complaints received in may2017 were related to burns, blisters, redness, and irritation. A change occurred in safety¿s that has incorporated requesting site investigations for complaints with or without batch number; thus, representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation, adverse event/serious/unknown and adverse negligible-minor for lbh products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation.

Event description:
Event verbatim [preferred term] second degree burns on her back [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated that she was unsure if the thermacare lower back was also for the hip. She said the thermacare wrap was the one that looked like a belt. She said the thermacare lower back may be for the hip. She said she used the thermacare lower back on friday and she got second degree burns on her back. The patient asked what the procedure was. She stated that if she was just going to file a report and the report was going to get lost in translation then she would seek legal advice. She stated that she would find an attorney and she was better served to file a lawsuit against pfizer. She also said this seemed like this happened all the time since so pfizer was so nonchalant about this. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation results were as follows: exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) search was performed: scope: date contacted: (B)(6)2015 through (B)(6)2018/manufacturing site: pfizer (site name)/complaint class: external cause investigation/complaint sub class: adverse event safety request for investigation, adverse event/serious/unknown and adverse event negligible-minor. The citi search returned a total 338 complaint for the lower back/hip (lbh) products during this time period for the class/subclass adverse event safety request for investigation, adverse event/serious/unknown and adverse event negligible-minor. The subclasses show a seasonality increase in m (B)(6)2016 through (B)(6)2017, and (B)(6)2017 through (B)(6)2018. The data shows an increase of complaints received in apr2016; eleven of the 15 were related to burns, redness and blisters. Eleven of the 13 complaints received in sep2016 were related to burns, blisters and wrap too hot. Twelve of the 17 complaints received in (B)(6)2017 were related to burns, blisters, redness, and irritation. A change occurred in safety's that has incorporated requesting site investigations for complaints with or without batch number; thus, representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation, adverse event/serious/unknown and adverse negligible-minor for lbh products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction was no. A return sample has not been received at the site for evaluation as of 13feb2020. Follow-up (03apr2019): follow-up attempts are completed. No further information is expected. Follow-up (17feb2020): new information received from a product quality complaints includes product investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.